Event description:
A nurse reported an intraocular lens (iol) was exchanged, due to the patient experiencing blurry and dim vision. In a follow up questionnaire, it was reported the patient had a history of floppy iris (pre-existing). The event resolved following the exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/24/2010, 11/29/2010, and 12/03/2010 by phone, fax, and mail. A completed questionnaire was received on 12/07/2010. (B)(4).